Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of high pacing lead impedance was confirmed in the laboratory. As received, the helix was retracted from the helix housing and was heavily clogged with dried body fluid. With the helix in a retracted position, high lead impedance was noted. After cleaning the helix, all measurements were normal. Electrical testing found no anomalies.

Event description:
It was reported that during implant significant noises were observed on egm. High lead impedance and high capture thresholds were also noted. This lead was not used.